Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually. The outerpackaging is heavily worn, the sealing of the inner packaging is in place but opened. Based on the DHR, we exclude delivery in this condition, there are no indications of a manufacturing or packaging defect. The expiration date is already exceeded. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with 1064002 - neuro-patch 12x14cm. According to the complaint description, on july 30, the product was opened during the operation in the hospital. It was found that the sealing of disinfection package had been opened. Not used. There was no described patient harm. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).